Event description:
It was reported per field service report: pump was on a patient. Symptom - white screen on start up. Second pump used; no hospital report, no delay in therapy. Reason for service: repair. Findings/action taken: replaced display screen. Performed functional checks/pass all. The pump is back in service. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome was the patient received intra-aortic balloon pump (iabp) therapy as planned.

Manufacturer narrative:
(B)(4).